Event description:
It was reported that during da vinci-assisted malignant mastectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report the 6mm fenestrated bipolar forceps instrument was moving in a different direction than the navigator. Csm informed tse that which arms it is happening on was unknown and it was happening on two different instruments. Csm informed tse that there was no harm to the patient and surgeon was continuing on with the surgery with a different instrument which seems to be working for now. Logs were not available during call. Tse advised csm to perform a hard power cycle when possible. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and accessed the sp system and cleaned off the brown substance from the covers. Fse set up the system for a test drive and burn test. Fse tested the system with the energy guide manipulator (egm) at near 90 degrees and at 0 degrees, parallel to the ground. Fse could not recreate inverse movements. Fse had the nurse assist in recreating the single port docked position from the reported case incident, and test drive to check any non-intuitive motions or inverse movements. The system operated as expected with no issues. Isi did not receive the da vinci product with an alleged issue to perform failure analysis.